Manufacturer narrative:
H3: product analysis # (B)(4): product: nav3606030, lot: ca19c024. Visual and microscopic examination confirmed that the tip of the tap has broken due to overload. Radiographic image review results: lateral x-ray a screw is present on one side of c2, described fractured instrument appears on the other side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a tap used on patient having c2-t2 cervical myelopathy therapy. It was reported that the tip of the tap broke off inside the bone and the tip was left in the patient. The case was completed by using a 3.0 tap. The tip could not be retrieved and had to stay in the patient, but it is in c2 on the right side. This was a brand new 2.4 drill bit out of the box and had been used for maybe 20 minutes prior to this happening. There was no patient symptoms reported as a result of this event. There were no further complications reported regarding the event.